Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy,mtm,ssc was analyzed and failure analysis confirmed but could not replicate the initial field complaint; a review of field logs confirmed the unit experienced error code 23062 on multiple power cycles, and although no external damage was found and all in-house tests passed, trace logs were collected on the wrist yaw motor with no abnormalities observed, but the wrist yaw motor and slipring were identified as potential causes for the unit failing during field use.

Event description:
It was reported that during a hysterectomy - malignant procedure using the da vinci 5 system, the console arm would intermittently lock up, requiring the surgeon to click retry to continue with the case. Technical support reviewed system logs and noted error 23062, indicating the 3 phase motor did not respond as expected on the mtm_wrist_yaw axis. The procedure was completed as planned with no report of patient injury.